Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose is 74 mg/dl. He treated with the insulin pump. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.